Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parents reported via phone call that they hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was in the range of 498 mg/dl. Customer was treated in the emergency room with manual injections and intravenous drips. Customer reported that they experienced vomiting. Customer reported that the cannula of the infusion set was bent. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.